Event description:
A vns surgeon reported to our country manager in (B)(6) that their patient presented in clinic with a complaint of the electrode site being painful upon stimulation, the device was switched off approx 9 months ago, their physician believes the issue maybe the electrode placement. One screen shot was received for review which is inconclusive. One tie down was noted. At least an ap and lateral view is needed to determine if an electrode is detached or misplaced if it is not obvious. Good faith attempts were made for further details about the reported event.

Event description:
Additional information was received that the patient did not have any trauma. Their dcdc code still remains at a 2. The patient will be seen for followup again.